Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the unit had an electronic issue, incident investigation/sparks and flame on instruments. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the generator found normal wear along with a scratch on the display. The device was opened and inspected for any thermal dama ge/shorting, none was observed. The touchscreen has a large scratch on the front. The monopolar 1 port was broken. Functionally, the device was opened and inspected for any thermal damage/shorting and none were observed. The issue was resolved by replacing the touch screen. It was reported that the unit had an electronic issue, device firing issue, and incident investigation/sparks and flame on instruments. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition not related to the reported condition of a damaged touchscreen. The most likely cause for the additional condition is traced to a component failure. Internal process improvements have been initiated to mitigate this issue. Another unreported condition was identified of a broken monopolar 1 receptacle not related to the reported condition. The most likely cause for the additional condition is traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.